Event description:
During index procedure the patient had one endeavor drug eluting stent implanted in the lad. It is reported that the patient expired approximately 53 months post index procedure. The cause of death is large cerebral haemorrhage. Investigator indicated that it is not assessable if the event was related to the study stent.

Manufacturer narrative:
Results: inherent risk of procedure - (death). Conclusions: inherent risk of procedure - (death). (B)(4).

Manufacturer narrative:
Results: cva/stroke. Conclusions: cva/stroke.

Event description:
Patient suffered stroke/cva bleed 2 days before their death. Investigation indicated that there was no relationship between the event and the study device.